Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide device has not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4).evaluation summary:the device was returned for evaluation. The returned condition confirmed the reported failure to retrieve the suture. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the probable cause was determined to be related to the operational context during use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted in the right common femoral artery using two proglide devices prior to a superficial femoral artery interventional procedure. The arteriotomy was 8 fr and the vessel was mildly tortuous and mildly calcified; calcification was noted at the access site as well. Reportedly, when the plunger was retracted from the body of the proglide device there was no suture present. Another proglide was attempted, resulting in a cuff miss. Additional two proglide sutures were deployed and set aside to perform the index procedure. The arteriotomy was upsized to 18 fr. Upon completion of the index procedure hemostasis was achieved with the pre-placed deployed proglide sutures. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.